Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
A device was returned to a third-party service center. Evaluation observed corrosion on the device. There was no patient harm or injury. During the evaluation of the device at the third-party service center, it was found that the connector was completely destroyed. The device was also observed to have contaminated with connector oxides. No evidence of foam degradation. The unit was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.